Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, as a result of the implant, the patient suffered pain, additional procedures and surgery. All other information, including the patient's current condition, is unknown and reportedly unavailable.